Event description:
The patient reported she rec'd on 09 (technical inspection due) error message on her insulin infusion device. The patient was advised the device had come to the end of its life. The pt stated she did not receive the 8x alerts prior to the 09 message. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.